Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. While performing the rewind test, pump error 38 was noted. Pump failed the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to failed rewind test. During the self test. Pump error 75 was noted. Battery was removed and the pump turned off immediately without displaying ¿insert battery¿ alarm. Pump failed the sleep current test with a high sleep current, but passed the active current test. When battery was reinserted, pump error 23, 49, and 68 were noted which was expected. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, corroded battery tube, and harness assembly vibrator. The power management tool confirmed pump error 75 was triggered when the backup battery loaded voltage (loaded vlith) and unloaded voltage(unloaded vlith) were not properly functioning due to moisture damage on the j6 connector. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, corroded battery tube, corroded home switch. Pump error 38 was confirmed during testing due to moisture damage on the home switch. Pump error 75 was confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced moisture exposure in the pump, with water entering the battery compartment and a burning smell after being at a pool. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed that included inspecting the o-ring on the battery cap, drying the battery cap and compartment, and inserting a new aa battery, but the pump did not display the home screen. The customer was advised to discontinue use, revert to the backup plan per healthcare instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The product was returned for analysis.